Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump fell off the bathroom shelf and hit the tile floor and currently the insulin pump had black spot on the screen. Customer's blood glucose was 86 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.